Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the homechoice (hc) during dwell 6 of 6. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extension lines were being used. The patient line had not separated from the transfer set. The patient had not disconnected prior to the alarm. All of the bags were properly connected. There were no open clamps on unused lines. The patient noted a leak from an unknown source as his floor was wet. The set was not being reused. The patient did not have pets that could have caused damage to the supplies. There was no damage noted to the over pouch or carton in which the cassette was delivered. A sharp object was not used to open the supplies. The supplies were not damaged by an outlet port clamp or assist device. Proper procedures were reviewed with the patient. There were no samples available. The technical service representative (tsr) had the home patient (hp) cycle the power to clear the alarms, and the tsr explained the alarms. The hp would discard the supplies and finish with manuals. The hp would call his registered nurse about this incident. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.